Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positives with their bactec fx 441385 sn: (B)(6). Bd support reviewed the log files and reported that there was no issue with the machine. This is an unconfirmed complaint. No further communication was established regarding this issue. No samples were returned for analysis and device history review is not needed as this does not allege an early life failure. No new risks or hazards have been identified. Bd quality will continue to monitor for failures.

Event description:
It was reported that while using bd bactec¿; fx, instrument top, packaged a false positive result was obtained. Confirmatory sub-culture and/or gram stain performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive outbreak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿; fx, instrument top, packaged a false positive result was obtained. Confirmatory sub-culture and/or gram stain performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positive outbreak.